Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed a bicarbonate buffer test. 1 of 2 sensors failed for no isig readings detected. The transmitter passed per specifications. 1 remaining sensor passed per specifications and with accurate readings. No needles were returned.

Event description:
The customer called to report consecutive cal error alerts. The customer's blood glucose level was unknown. It was reported that after the sensor was removed, metal debris was found and the needle was exposed. The customer's sensor was replaced and returned for analysis.